Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2018-10351, 1627487-2018-10352, 1627487-2018-10353. Follow up revealed that patient's scs system was explanted approximately 2-3 weeks ago, due to an increase in ipg depletion.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-10351, 1627487-2018-10352, 1627487-2018-10353. It was reported that the patient's scs system was explanted for reasons currently unknown.